Manufacturer narrative:
Upon reassessment of the reported event, the stem was determined to be not reportable as a bone fracture was not found on the pre-op x-ray as originally reported. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the stem was determined to be not reportable as a bone fracture was not found on the pre-op x-ray as originally reported.

Manufacturer narrative:
(B)(4). D10: 010000835 item name: g7 neutral e1 liner 28mm a, lot#: 6831926. 163663 item name: 28mm dia cocr mod hd +3mm nk, lot#: j7421719. G2: foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02262, 0001825034-2023-02263. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text: device location is unknown.

Event description:
It was reported that the patient underwent a revision procedure 17 days post implantation due to dislocation post periprosthetic fracture. There is no additional information available at the time of this report.